Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0j956, implanted: (B)(6) 2014, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that when the lead was inserted into the lead, it went through the shaft of the introducer. When the lead was pulled back, it separated. It was indicated that a different lead was used and the implant went normally from then on. It was indicated that it was a defective lead and was not meant to be pulled back through the introducer sheath. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. Follow up information reported on (B)(4) 2014 indicated that manufacturer representative was presence at the procedure, he stated that what happened was when they inserted the lead into the foramen and pulled out the introducer, it stretched the lead. The health care provider (hcp) tried to pull it out, but it was so far in the foramen that it caught and the lead itself ended up shredding and breaking. The distal end of the lead was stuck in the foramen. The hcp tried to remove the electrodes, but couldn¿t. The hcp took a new lead and placed that lead on the other side. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received later indicated that the explanted lead would not be returned. It lead issue occurred at the distal end. It was noted that the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).